Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection and no flow occurred while using a csi orbital atherectomy device (oad). The target lesion was 99% stenotic, 20mm in length and was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath and a workhorse guide wire to access the lesion. The guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed two runs at low speed, but was unable to cross the lesion. Two additional runs at low speed were performed and the lesion was successfully crossed. The physician removed the oad from the patient, but also pulled back the guide wire. At this point, a sprial dissection and no flow was observed. The physician advanced a 2.5mm balloon across the dissection and inflated it, but a perforation occurred. The physician inflated the balloon again for 15 minutes and was able to resolved the perforation. The patient was transferred to the ICU, but while doing so, went into cardiac arrest. The patient was brought back to the cath lab and angiography revealed pericardial effusion. The physician performed pericardiocentesis to remove the excess fluid, but thrombus formed. The thrombus was resolved, a balloon pump was introduced into the patient and a chest tube was placed due to pulmonary effusion. The patient was transferred to the ICU and monitored overnight. The patient stabilized the following day. A request for additional information was made, but could not be provided to csi without patient name and d.o.b.